Event description:
It was reported that the t1 and t2 deployed together during procedure. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the t1 and t2 deployed together during procedure. Both t's were removed from the patient. No patient injury was reported. Back-up device was available to complete the procedure.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the delivery device was returned no suture or ts. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The distal end of the depth limiter is damaged/crumpled. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established.